Event description:
Additional information received from the manufacturer representative reported that the patient had cancelled her appointment. The patient had informed the representative that she was pregnant and wanted to hold off on any MRI or anything to do with stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient had been having difficulty coupling with the battery. It was difficult to charge. The patient was getting 4 coupling bars, but 0-2 bars was typical. External devices were able to communicate with the implant. The physician programmer showed that the battery was discharged. An antenna locate was done and resulted in 64. The insr statistics were run and showed poor coupling and short sessions. The patient stated that they have charged for 3 hours at a time. The implantable neurostimulator (ins) was tilted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.